Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the substrate 3-way solenoid valve. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the dl flags was the defective substrate 3-way solenoid valve.

Event description:
On (B)(6) 2017, a customer reported a dl flag on the aia-360 instrument. The customer changed the substrate but the error persisted. The customer is unable to run patient samples on estradiol (e2), luteinizing (lhii), and progesterone (prog). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, lhii, and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.